Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on an unknown date whereby a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: small bowel obstruction. Additional event specific information was not provided.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2011: (B)(6). (B)(6). Operative report. Procedure: laparoscopy, adhesiolysis, laparotomy, adhesiolysis, implantation of parietex mesh. Preoperative diagnosis: small-bowel obstruction. Postoperative diagnosis: small-bowel obstruction secondary to adhesions. Anesthesia: general. ­ indications: ¿this 75-year-old man was admitted with a small-bowel obstruction. Ng [nasogastric] decompression, IV [intravenous] hydration was attempted and he improved slightly, though not greatly and his obstruction persisted on serial kubs [kidney, ureter, bladder xrays]. Recommendation was made for surgery and operative consent was given.¿ ­ wound classification: not provided ­ findings: ¿the patient had dense adhesions to a piece of dualmesh which had been placed about 5 years ago. These adhesions were also densely adherent to the metal tacks which had been used to place the dualmesh. This had caused a small-bowel obstruction with kinking of the small intestine and there was an intraloop adhesion as well which was very dense and could not be separated laparoscopically. For this reason, an incision was made in the abdomen. This loop of intestine was brought out through this opening and open adhesiolysis was done of this single interloop adhesions, freeing it.¿ ­ procedure: ¿we then used the parietex mesh to cover the old dualmesh in hopes of preventing recurrent obstruction due to these metal tacks and the old piece of dualmesh. With the patient supine on the or table, following the administration of general endotracheal anesthetic, the abdomen was prepped and draped sterilely. A left upper quadrant skin incision was made, deepened through subcutaneous tissue to the fascia where two stay sutures of 0 vicryl were placed. An incision was made, the peritoneal cavity was entered with a blunt tip port. Pneumoperitoneum was formed and the laparoscope was inserted. Under direct laparoscopic visualization, an incision was made in the right lower quadrant, left lower quadrants two 5 mm ports were inserted. Initially, the adhesions to the piece of mesh into the old metal tacks were lysed sharply. This was very tedious [sic] the adhesions were quite dense. This freed the bowel from the mesh [sic] had been relieved the apparent obstruction where the bowel was kinked. However, there was one intraloop adhesion which was very dense and I was not certain that this was also part of the obstruction process. I attempted with use of a babcock clamp and scissors to separate these 2 loops of bowel, laparoscopically; however, I could never see good tissue plane to adequately define where the edges of the bowel were and I was not certain about making an enterotomy. Therefore, a small incision was made in the epigastrium in the skin, deepened through subcutaneous tissue, the fascia which was incised and the peritoneal cavity was entered. This bowel loop was then eviscerated through this small opening and the intraloop adhesion was lysed openly with use of metzenbaum scissors. No enterotomy was made. Bowel loops were then returned to the abdominal cavity. The fascia was closed in the midline using 0 vicryl in a simple interrupted fashion. The skin was closed with staples. The pneumoperitoneum was reformed. Laparoscope was again inserted. And [sic] finally a piece of a 12 cm circle of parietex next [sic] mesh was obtained with a suture in the mid portion. This was placed into a tight roll and placed through the left upper quadrant port site and into the abdominal cavity. Once inside the abdominal cavity, the mesh was unrolled and stab incision was made in the skin overlying the piece of dualmesh. A [sic] endoclose needle was passed through the middle portion of this mesh retrieving the suture which was in the parietex. This elevated the parietex to the abdominal wall and covered the dualmesh and the old staples. Using an absorbatack stapling device, the new parietex mesh was tacked to the abdominal wall, covering the old dualmesh. A 5 mm laparoscope was passed via the left lower quadrant port and the left upper quadrant port site was closed using 0 vicryl on an endoclose needle. Pneumoperitoneum was reduced and remaining ports removed. The skin was closed in all locations with staples. All sponge, instrument, needle and pack counts were given as correct at the completion of the operation. The patient was awakened, extubated and taken to the recovery room in satisfactory condition.¿ pathology: not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.